Event description:
The manufacturer received information alleging an o2 regulation condition occurred. There was no harm or injury reported. The biomedical engineer evaluated the device. The oxygen blending module needs to address the reported issue.